Event description:
On 10/20/2021, it was reported by a sales representative via phone that an ar-2260bc cracked during insertion. The screw was still attached to the inserter when it was removed from the patient. This was discovered during use in a distal bicep repair on (B)(6) 2021. The case was completed by opening a new ar-2260bc.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion. As no further investigation was able to be performed no change in harm was identified.